Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the pump shutdown. Customer declined to provide additional information. There was no reported adverse impact to customer's blood glucose.